Manufacturer narrative:
Updated blocks: b5, d5, d11, e1, e2, e3, e4, g3, h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed audible and visual alerts on the central control monitor (ccm) due to a defective level sensor. No exterior anomalies was observed on the cable, connector and membrane of the sensor determining that cause was likely to be internal to the sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the event reported was during setup of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that the yellow level sensor cable was not working. No other details regarding the nature of this event were provided.